Event description:
The affiliate reported that an icp probe was inserted into the patient. The patient moved the probe and fractured its internal workings. As a result, the device was revised. The customer believes that product is not as robust as it once was.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information upon completion of the investigation, it was noted that the supplier evaluated this complaint. The supplier determined that during evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material stretched and broken 7.4 cm from connector strain relief. Internal catheter wires exposed and broken. Catheter material severely bent at connector. No testing was possible. Based on above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information received from affiliate advised: no patient injury. Event of the date was (B)(6).